Manufacturer narrative:
The field service engineer determined the sample probe was occluded. There was a gel like substance on the probe tip. The probe was cleaned. The liquid level detection circuit was checked and was ok. The probe alignment, gear pump pressure, cell rinse nozzles, and probe was volume were adjusted. Mechanism checks were performed. Precision studies were performed and controls were run. Controls were within range before the event. The last calibration performed on (B)(6)2019 was ok. The sample centrifugation time was too short. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with gluc3 glucose hk gen.3 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a glucose value of 6 mg/dl. The sample was repeated on a second analyzer, resulting with a value of 110 mg/dl. The repeat value was believed to be correct. The second sample, from a (B)(6) year old male patient born on (B)(6) and weighing (B)(6)., initially resulted with a glucose value of 34 mg/dl. The sample was repeated on a second analyzer, resulting with a value of 312 mg/dl. The repeat value was believed to be correct. The glucose reagent lot number was 421384. The reagent expiration date was requested, but not provided.